Manufacturer narrative:
Concomitant medical products: 5092-58 lead, implanted on (B)(6) 2011.

Event description:
It was reported that one day after device change out, the patient¿s right atrial (ra) lead was experiencing undersensing and intermittent capture. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.